Event description:
Problem: a number of reports of mast failure have been received with hoists mfg between 1994 and 1995. Action: users of oxford major pt hoists should check the serial numbers to establish if any are within the range (the serial number is to be found on a plate affixed near the top of the mast). Hoists with serial numbers within this range should be withdrawn from service and arrangements should be made for their inspection by sunrise medical ltd or the agent who supplied the hoists. Background: the medical devices agency has received reports of mast failures occurring on oxford major pt hoists due to the over fettling of welds which reduces the strength of the masts. The co has identified a specific production batch of hoists which may be affected and has issued a safety bulletin to its customers. All masts suspected of having weakened welded joints will be replaced by the co.